Event description:
During cataract surgery the tubing that connects to the probe separated and tore off at an angle. Surgery had not been delayed when they switched and opened another pack from the same lot number. There was no adverse effect on the patient.